Manufacturer narrative:
Correction: upon further review, this issue was reported under MDR file# 1723170-2017-02773. Please refer 1723170-2017-02773 for further information.

Manufacturer narrative:
Correction: a medtronic representative reported that the issue occurred when the imaging system was in a parked position at the end of the bed. There was a reported delay to the procedure of ten minutes due to this issue.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a deep brain stimulation (dbs) lead placement procedure, the imaging system was unable to complete motions. The reported issue occurred after a pre-operative image acquisition was performed. To remove the unit from the surgical field, the lift and shift function was used. All motion was restored after returning from the lift and shift mode. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.